Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check after installing a software version. The evaluation of the provided logs confirms the reported failure and also the alarm communication failure due to an unexpected panel restart. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. The returned o2 gas module was installed in a ventilator and a pre-use check was performed, it failed the performed test with three different software versions. In addition, a visual inspection shows that the filter housing lock is missing 1 screw and that the nozzle unit missing the o-ring which is most likely the root cause for the reported issue. The unit passed the pre-use check after mounting the o-ring on the nozzle unit. The communication failure alarm will be activated when the subsystem panel loses contact with the subsystem monitoring. It will be discovered by monitoring. It will not affect ventilation.